Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated on wednesday evening, they went to get ready for bed and started having a weird pulling or burning pain in their lower back all the way across, but it was worse on the right side. Patient said the stimulator was implanted in that right side. Patient said if they bend or twist a certain way, they would get a weird pain up and kind of like a pulling or pins. Patient then said their battery shape had changed and was flatter and more elongated, and the top part of the implant was closer to their skin now, like it was just right under the surface. Patient mentioned they hadn't fallen or done anything that would harm the implant. Patient said they called neurosurgeon and that office said patient had to get x-rays before they would see the patient. Patient said they ordered x-rays through their primary doctor and was going to get them today, but wanted to make sure that was the correct path. The patient was redirected to their healthcare provider to further address the issue.  Pt called back and repeated previous reported allegations about sensation she is feeling. Pt stated it feels that the ins has changed position in the pocket and the top of the ins is "coming out or something" pt clarified she can feel the ins is "sticking up" pt stated she has an upcoming appt with her hcp (B)(6) 2024. Pt stated she is feeling shocking sensation so she turned the ins off and that has helped that sensation.